Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was received and visually inspected. Visual observation confirmed that shaft is slightly bent which prevented the needle to align in the needle plate. Functional testing also confirmed that when the trigger is pulled the needle is not released from the gun, due to the bent shaft. Hence, the complaint is confirmed. We cannot determine a root cause for the failure, however, two possible root causes are the device hitting the bone during a procedure or the device being mishandled. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: DHR review. Part number: 214140. Supplier lot number: (B)(4). Qty of lot: (B)(4). Manufacturing /release to warehouse date: (B)(6) 2017. Expiration date: n/a. Supplier: (B)(4). Manufacturing site: (B)(6). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.

Event description:
It was reported by the sales rep via phone that prior to a rotator cuff repair procedure the customer's expressew iii without hook was misfiring and not releasing the needle from the gun. During in-house engineering evaluation, it was determined that the shaft was slightly bent which prevented the needle to align in the needle plate. It was further determined that when the trigger was pulled, the needle was not released from the gun due to the bent shaft. It was reported that the surgery was completed with another like-device with no patient harm or delays. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.